Event description:
Procedure: hysterectomy. Reportedly, during the procedure, the balloon on the trocar ruptured causing the outer layer of the balloon to peel away with pieces falling into the surgical cavity. The pieces were retrieved without difficulty. No pt injury reported.